Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not fully change color during withdrawal, and deployment could not be successfully completed, resulting in closure failure. Manual compression was used instead. There was no reported patient injury. The exoseal vascular closure device was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. No visible device or package damage was observed prior to use. An unknown 8f femoral artery short sheath introducer was used. Angiography verified femoral artery suitability, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50 percent, no prior closure of the target femoral site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath introducer were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, no red color was observed in the indicator window, and the indicator wire loop was visible upon removal without anomalies. The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not fully change color during withdrawal, and deployment could not be successfully completed, resulting in closure failure. Manual compression was used instead. There was no reported patient injury. The exoseal vascular closure device was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. No visible device or package damage was observed prior to use. An unknown 8f femoral artery short sheath introducer was used. Angiography verified femoral artery suitability, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50 percent, no prior closure of the target femoral site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath introducer were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, no red color was observed in the indicator window, and the indicator wire loop was visible upon removal without anomalies. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not fully change color during withdrawal, and deployment could not be successfully completed, resulting in closure failure. Manual compression was used instead. There was no reported patient injury. The exoseal vascular closure device was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. No visible device or package damage was observed prior to use. An unknown 8f femoral artery short sheath introducer was used. Angiography verified femoral artery suitability, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50 percent, no prior closure of the target femoral site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath introducer were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, no red color was observed in the indicator window, and the indicator wire loop was visible upon removal without anomalies. One non-sterile vascular closure device 7f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. The unit was received inserted into a non-cordis unknown french catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft was observed during this analysis, located the entire lumen of the delivery shaft. The functional deployment simulation evaluation could not be performed, as the unit was clogged with blood residues. An attempt to clean the unit using hydrogen peroxide was made but was unsuccessful. The window was manually moved to reach the three stages of the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition of the device clogged with dried blood, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure; however, a csi with an unknown french size was returned inserted in the device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.